Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing- this confirmed the device gave an error code 44510. This type of alarmindicates an issue with the microprocessor board. Additional information- no patient involvement- added to b5.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was displaying "44510 system error". There was no reported adverse event.